Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed the failure analysis investigation on the universal surgical manipulator (usm) and the proximal setup joint (psuj). The failure analysis investigation confirmed but did not replicate the customer reported complaint of error 319 with the usm. When the usm was tested on the in-house system test platform, it passed normal mode. The usm passed all required tests. Error 319 was confirmed in the logs review. There was no issue identified for the usm. No repair action needed for the usm regarding the reported 319 error. The psuj was returned for failure analysis of error 23095. The errors/fault was confirmed via field logs. The psuj was tested and failed at node check, not identifying the axes controller nodes. A golden axes controller setup (acu) was installed. Then, the psuj failed to engage during the brake tests. A golden horizontal harness was installed and did not fix this issue, neither did a gold fiber optic. The probable cause of the error 319 was attributed to the psuj.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault 319 on the usm, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) field service engineer (fse) went on site and replaced the usm 1 to resolve the issue. The isi fse was unable to program the usm. The isi fse reviewed the error logs and noted 319 errors are reported upstream of axes controller setup (acu) board on proximal set up joint (suj). The isi fse replaced the usm and suj to resolve the issue with a recoverable error 319. An RMA was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the proximal suj, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. No image or video was available for review. An event verification confirmed the liver resection procedure was performed on the reported event date (B)(6) 2022 on system (b)4). This complaint is reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to a recoverable fault 319 on the armnet. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a recoverable fault 319 on universal surgical manipulator (usm) was displayed. The system was moved to another room for the procedure. An intuitive surgical, inc. (Isi) technical service engineer (tse) was unable to see logs since the robot was in a different room. The customer hard cycled the patient side cart (psc), but the error 319 returned. The customer converted to traditional laparoscopy with no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to traditional laparoscopy as the surgeon needed 4 arms for the procedure. The conversion to laparoscopic procedure did not require to increase in port size incision or adding additional ports. It is unknown if the system was inspected prior to use. However, the customer received a recoverable fault that required an arm to be disabled, before the case began. The issue with arm was noted prior to the start of the case. It is unknown what the surgeon believed was the cause of the issue.